Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the white twist sleeve of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. It was further described as ¿the twist clamp broken and fell off¿. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3: event date: 11/18/2022 (previously submitted as 11/28/2022). H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye was performed and broken occluder legs were observed beneath the twist clamp. The reported condition was verified. The damaged/broken occluder legs is the cause of the separation. The damage to the occluder legs would allow the twist sleeve to separate from the mainbody in the open position. The cause of the damage occlude legs could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.